Event description:
The patient had a primary knee surgery on (B)(6) 2019. On (B)(6) 2020, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully. On (B)(6) 2020, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the cup, head, liner, and stem. The surgery was completed successfully. On (B)(6) 2023, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully. On (B)(6) 2025, revision surgery due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 7 april 2025: lot 2315540: (B)(4) items manufactured and released on 21-06-2023. Expiration date: 2028-06-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implant involved, batch review performed on 7 april 2025: liner: versafitcup dm 01.26.2862mhc double mobility hc liner ø 62/28 (k092265) lot 1905494: (B)(4) items manufactured and released on 17-09-2019. Expiration date: 2024-09-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.